Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the surgeon tried to reattach a biceps tendon and wanted to insert two anchors for this purpose. These were first pre-drilled with the supplied drill wire, which is slightly over 2 mm thick. During insertion, two screwdrivers from the set broke off without achieving a good penetration depth for the anchors. At first, it was also impossible to turn them back. The surgeon was a finally able to remove them by using the modular metal removal tool. For the new insertion attempt, the surgeon pre-drilled with 2.7, and again, three screwdrivers broke. In the end, seven anchors were used in total. There was no suitable screwdriver in a single pack or on any set. Update 15-sep-2025: it was further reported that the incident occurred during a biceps tendon refixation surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection, identified that the tip at the distal end of the shaft of the suture anchor, corkscrew® ft with two #0 fiberwire®, each with two diamond point needles, and guide wire 3.5 x 10 mm, was broken off. The anchor 3.5mm corkscrew, suture, and curved needles were not returned with the device for investigation. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not specified. Per dfu-0087-eo - g. Precautions - make sure to use the recommended drill bit or punch to create the bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, prying/leveraging and/or excessive force being used during insertion.